Event description:
It was reported that the guidewire could not be separated from other devices. A .018/260cm platinum plus guidewire was selected for treatment. During the procedure, it was noted that the physician was unable to separate the sheath, wire, and a non-boston scientific (bsc) sensor from each other. The wire did not have the support to bring the sensor forward to the pulmonary artery, so the physician tried to pull the device back through the sheath. The sheath folded over on itself. The physician determined they could not safely remove the sheath or the sensor, so the site's vascular surgery came to assist. Vascular team was able to pull the sheath out, but the sensor remained in the patient's soft tissue. A small cut was performed which allowed the sensor to be removed. Patient remained stable throughout the entire procedure, and the patient was discharged and not hospitalized following the procedure. There were no post-procedure complications, but the physician reported there to be a significant delay due to deciding the plan of action and waiting for the vascular team to arrive. It was further reported that this compliant was reported via medwatch number mw5165238.

Event description:
It was reported that the guidewire could not be separated from other devices. A .018/260cm platinum plus guidewire was selected for treatment. During the procedure, it was noted that the physician was unable to separate the sheath, wire, and a non-boston scientific (bsc) sensor from each other. The wire did not have the support to bring the sensor forward to the pulmonary artery, so the physician tried to pull the device back through the sheath. The sheath folded over on itself. The physician determined they could not safely remove the sheath or the sensor, so the site's vascular surgery came to assist. Vascular team was able to pull the sheath out, but the sensor remained in the patient's soft tissue. A small cut was performed which allowed the sensor to be removed. Patient remained stable throughout the entire procedure, and the patient was discharged and not hospitalized following the procedure. There were no post-procedure complications, but the physician reported there to be a significant delay due to deciding the plan of action and waiting for the vascular team to arrive.